Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed with the use of two (2) homechoice cassettes. This occurred at the end of peritoneal dialysis therapy during the last cycle. There was no patient injury or medical intervention associated with this event. No additional information is available.